Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Packaging integrity was tested and was found to be according to the requirements.

Event description:
It was reported that a patient underwent a surgical procedure for a right thumb trigger finger on (B)(6) 2013 and suture was used. On (B)(6) 2013, localized redness and swelling were noted at the incision site. At the patient's post operative visit on (B)(6) 2013, it was noted that there was an abscess at the suture site. The surgeon also noted that the suture did not absorb at the knot. The suture was removed at that time and the wound was debrided. The patient was treated with bactrim ds for five days. The site has since healed and there are no further plans for treatment.